Event description:
The customer passed out, paramedics were called. The customer blood glucose was taken and the result was 160 mg/dl the customer was taken to the hosp where no treatment was given. It is undertermined why the customer passed out. A request was made for the return of the suspect device and replacement product was sent.